Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a tip end of a pipeline device failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery with a max diameter of 4mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone (artery size) was 4.5mm distal and 5mm proximal. Dapt (dual antiplatelet treatment) was administered with an unknown platelet reactivity units (pru) level. The angiographic result post procedure was, "intracranial aneurysm." No images are available for review. It was reported that after access was established, the stent was delivered to the ipsilateral m1 segment. After exposing approximately 7¿8 mm of the tip end of the stent and waiting for about 10 seconds, the tip end did not open. The stent was further deployed by approximately 12 mm, but the tip end still failed to open. The operator attempted resheathing and redeployment, and performed maneuvers including shaking and push-pull actions, but the tip end still could not be opened. Adjustments such as modifying microcatheter tension were also attempted without success. The stent was then removed from the body, and it was found that the tip end of the stent could not be opened. After replacing the stent, the procedure was completed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). Ancillary devices include a tongqiao guide catheter and a phenom27 microcatheter.